Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an under infusion. Service evaluation verified the under infusion. The device was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it under infused while programmed at a rate of 800 ml/hr. The pump infused 179.76 ml with a volume to be infused programmed at 200ml. No additional information is available.